Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, the subject device had a blocked suction channel and some possible fluid invasion, with what looks like an lubricating oil dripping out from the device channel. The procedure was completed with a similar device. There were no reports of patient harm.